Event description:
It was reported that a physician, trained in the use of the starclose device, achieved arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the device came out of the vessel prior to completing step 3 (thumb advancement) and it is not known how hemostasis was achieved. There were no adverse patient effects reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found it was partially deployed. The exchange sheath slitting was stopped approximately 2.5 cm distal of the strain relief. The thumb advancer had been advanced approximately 3 cm distal of its start position plunger and was activated. The locator wings were in the open position. During testing the safety release was deployed releasing the plunger and collapsing the locator wings. During the external and internal examination there was no device inadequacy detected that would contribute to the reported event of loss of access. The device instruction for use (IFU)states, maintain the left hand on the stabilizer to stabilize the device at the angle of the tissue tract, gently retract the device with the right hand until slight resistance is felt. The goal is to place the locator wings against the anterior surface of the arterial wall to locate the access site without applying tension and the artery. The report of the device coming out of the artery before completing step # 3 indicates that excessive tension may have been applied causing the device to pull out of the artery during thumb advancement. Based on the evaluation and the reported experience the probable root cause for the event is related to incorrect technique and or operational context during use of the device. There was no manufacturing or quality inspection issue detected. A review of the device history record did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.